Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The returned device indicated a damaged grommet. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range leading to eri. Eri due to high battery impedance was recorded on 2015 (B)(6), prior to explant. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri) with high battery impedance. Additionally, grommet damage was observed post-explant with blood present in the connector, and the device exhibited oversensing. No patient complications have been reported as a result of this event.